Event description:
It was initially reported that the patient had a seizure that required the patient to be hospitalized. The patient medication stress level was elevated due to some personal problems. It is unclear if the seizures is related to vns. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received from the physician's office that they patient seizure that led to the hospitalization was believed to be due to stress not vns. It was unknown why the seizure required hospitalization (longer, stronger, injuries sustained). The patient was seen in the last couple weeks for a setting adjustment and was doing well. No other information was known or provided.